Manufacturer narrative:
(B)(4). Additional information: description of lot history review is corrected to read as: lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency.

Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. During processing of this complaint, attempts were made to obtain complete event. Investigation of returned device revealed its shaft broken off at 24cm from tip end. Observation of the breakage site showed the trace of striation which suggested the breakage due to repeated bending force. The breakage surfaces of the proximal and distal sites corresponded. Lot history review could not be performed as no lot information was available. Though the lot history could not be reviewed, asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on this, there is no indication of product deficiency. Based on the obtained information it is thought that push-pull manipulation was repeatedly performed to the guidewire in attempt to cross through the target lesion by the guidewire, and that the manipulation force worked focally to the shaft which is supposed to have been placed in a bend condition, resulting the accumulation of force and the breakage of the shaft when the force exceeded the product design limit. IFU describes in the "warning" : - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction.

Event description:
Reportedly, for the procedure to detail unknown lesion of sfa, the subject guidewire was used with a guidewire controller. During the attempt to cross the lesion, guidewire fracture was noticed. The broken distal portion was inside the catheter used in combination, so that the physician could remove the broken distal portion of the guidewire with the catheter. No impact to the patient, no complication is observed with the patient.